Event description:
Patient had pad, ulcer, left foot end-stage renal disease. During surgery for abdominal angiogram, atherectomy and balloon angioplasty, the guidewire from a nitinol wire guide broke off. The surgeon got tibial access of the anterior tibial artery and the wire that comes with the anterior tibial access kit that comes with the 4-french sheath sheared off the head defect and sheared off into the tibial artery, which is already occluded. The surgeon was able to retrieve the wire and pulled out of the tibial artery, but it got lodged in the subcutaneous tissues. Then he tried briskly twice to take it out, but it was unsafe to remove that wire blindly using fluoroscopy and a hemostat, so the surgeon decided it was safer to leave it in the subcutaneous tissue. The surgeon did not proceed with the anterior tibial artery revascularization because of that shearing the wire, which the surgeon determined as defect of the wire.